Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If add'l info is rec'd regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot #17263209m was provided, the device hist. Record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was MFR'd in accordance w/documented specification and procedures. Evaluation codes field should reflect, since csi support is still working on updating the system w/the new codes. (B)(4).

Event description:
It was reported that a (B)(6) male pt., underwent an atrial fibrillation procedure w/a thermocool smarttouch bi-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis, draining between 800 and 900 cc's of fluid and hospitalization. The pt's med. Hist. Is unk. The pt was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is that this happened after transseptal puncture since the ablation catheter was advanced into the left atrium and the catheter was noted to be outside the left atrium geometry on the map. Settings during the event include: power control mode at 25 watts, irrigation flow set to 17 ml/min and an activated clotting time between 300 and 350 seconds. Als, brk=1 needle and agilis sheath were used. There were no reported malfunctions w/any of the catheters and systems used during the case related to this patient injury.